Event description:
The jetstream g3 was advanced to treat a 20 cm in-stent restenosis (isr) lesion located in the common femoral artery (cfa) and into the superficial femoral artery (sfa). During retraction mode, the physician was retrieving the device and the device would not come back. An attempt was made to advance the device in minimum diameter mode however, the device would not move. The guidewire and device had to be removed together. Upon removal, the physician discovered that the tip of the guidewire had become detached. The guidewire tip was removed with a snare and no complication was realized with the patient.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. In-stent restenosis patients are listed as a special patient population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of patients) in the IFU.